Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rectopexy procedure on an unknown date and the mesh was implanted. It was reported that in 2003 there was chronic pain, with bowel evacuation problems, recurrent perineal and urinary tract infections no erosion into the bowel. It was also reported that the actions taken involved eua, anterior resection, ileostomy, adhesiolysis total abdominal hysterectomy, and bilateral salpingo-oophorectom.